Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 750 mg/dl. The customer stated insulin pump was asked for infusion set was leaking out but customer did not change the infusion set. The customer had symptoms such as sweating. Auto mode feature was active at the time of incident. Troubleshooting for the customer¿s high blood glucose was declined. The customer¿s last blood glucose reading was 120 mg/dl. The insulin pump will not be returned for analysis.